Manufacturer narrative:
Concomitant product: product ID: 8637-40, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: pump. (B)(4).

Event description:
Information was received from a healthcare professional (hcp) via a company representative in regard to a patient receiving morphine 10 mg/ml at 3.597 mg/ml via an implantable infusion pump. The indication for use (IFU) was listed as non-malignant pain and failed back surgery syndrome. It was reported during a routine end of battery life exchange that occurred on (B)(6) 2015 a catheter issue was discovered. The company representative indicated that it looked like the pump had come out of the pouch, however additional information received from a hcp reported the pump was not out of it's pouch and pump movement was not applicable to the event. The pouch/pocket was filled with liquid, assumed to be morphine as the catheter had a fracture. The hcp thought the patient wasn't getting adequate therapy. No diagnostics were performed. The additional information received reported that the patient had increased pain at the site of a compression fracture 1 year prior to report. There had been no change in the patient's chronic pain complaints, so they didn't think there was any harm to the pump. In regard to the cause of the issue, the only thing the hcp could figure was increase falling, but strangely there were no change in pain expect for the acute onset of pain post compression fracture. The hcp cut off approximately 16 cm and then added an sutureless pump connector revision kit. The pump was being replaced due to nearing elective replacement indicator (eri). There was no abnormal battery depletion of the pump. The exact date for the pump eri was reported as "(B)(6)."